Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, there was difficulty placing the right ventricular (rv) lead. The stylet got stuck and would not advance to the tip of the lead which prevented the lead from being placed. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.